Event description:
During the procedure, a cardiac perforation occurred which required a pericardiocentesis to stabilize the patient. At the beginning of the procedure, two transseptals were performed, one with a brk 1 xs 71cm for the sl0 and one with the brk 1 xs 98cm for the agilis. The transseptal access was complex even with the use of toe and fluoroscopy. Once complete, two wires were placed, validating that left atrium access was achieved. Next, two sheaths (sl0 and agilis) were placed in the left atrium. The hd grid x was placed in the sl0 to map the left atrium. When mapping started, the hd grid x moved as if it was going around something, which made the physician and the representative realize that the catheter and the sl0 were in the pericardium. The catheter was then removed from the left atrium. As the other sheath was still inside the left atrium, the physician tried mapping with the hd grid x in the agilis. When mapping was almost done, the anesthetist noted that blood pressure was falling. The procedure was stopped and an echocardiography revealed a pericardial effusion which turned into a cardiac tamponade. A pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.